Event description:
It was reported that an arteriotomy closure of the right and left common femoral artery was attempted using a proglide with a 7fr sheath, after a bilateral interventional procedure. Reportedly, in the right groin, the suture was deployed; however, when the plunger was removed, no suture was attached. A second proglide device was used to achieve hemostasis. In the left groin, difficulty was experienced when attempting to remove the device. As the device was removed it was noticed that the foot was out of the device. The lever was again pushed down to its original position, the foot returned to its original position and the device was removed. When the device was removed the suture lost the knot. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight - the patient was reported to be morbidly obese. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients who are morbidly obese (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report: the foot was present, however, it was not fully back in position when the device was removed from the body. Once the device was out of the body the lever was reopened and closed and then the foot retracted back in the device properly.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position knot could not be confirmed. The suture with posterior needle tip, plunger with anterior needle tip, link, cuffs and suture were not returned for analysis. Only the body of the device was returned for analysis. The body, guides, foot and sheath were examined and found to be normal and undamaged. The analysis was limited to the returned components. During testing the lever and foot operated normally, the foot was raised and lowered without difficulty. A proxy plunger was inserted into the device and the needle trajectory was acceptable. Based on the analysis the reported loss of the knot and difficult removal could not be confirmed. Based on the analysis of the returned device and the reported information the cause for the reported difficult removal and lost knot appears to be related to operational context. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.